Event description:
Procedure type: unknown. According to the reporter: the surgeon left the trocar spike in the patient and had to bring the patient back to remove it after procedure was finished. Stapler worked fine, surgeon forgot about plastic piece.

Manufacturer narrative:
(B)(4)